Event description:
It was reported the patient had low bipolar impedances and within range monopolar impedances. The connections were checked, dried off and eventually the lead and extension were replaced. It all resulted in the same 35 ohms reading for bipolar pairs. Impedance was run on the lead and the lead was fine. The physician decided to proceed. The reported did not believe the patient ever got the same control.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).